Event description:
It was reported that the patient presented to the emergency room after the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead was oversensing. Follow up information was attempted to determine if any intervention was done, however, it was not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert noted for lead failure predictor on 2012-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2001. (B)(4).